Event description:
Reportedly, the pacing rate of the device involved in this MDR report was inadequate. The physician is requesting an analysis of these inadequate pacing rates.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the us. The analysis is pending.